Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated due to a hole noted in the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.